Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated.the following information was provided by the initial reporter: on (B)(6)2026, we had a safety event reported for item (B)(4) (alaris pump infusion set defective tubing set inf pump 3 port standard 20dr p126in). Patient harm: nonespiked mvasi bag, medication was priming through the line. After squeezing chamber, tubing became disconnected from below chamber. Medication leaked onto absorbent pads. Pharmacy notified about spill. Rn instructed to dispose of medication and new bag would be made. Medication prep table cleaned per protocol.

Manufacturer narrative:
Device evaluation:no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation.a device history record review could not be performed on material (B)(4) because the lot number is unknown.due to no sample being received, an investigation could not be performed, and a root cause could not be determined.this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.